Manufacturer narrative:
(B)(4). D6b (B)(6) 2019. G2: spain. D10 - medical product: unknown tibial component catalog # unknown lot # unknown. Unknown articular surface catalog # unknown lot # unknown . H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: component code: mechanical (g04) - femur.

Event description:
It was reported patient is experiencing pain, difficulty walking, and knee instability post implantation. A bone scintigraphy to verify the state of the prosthesis and it was noted the prosthesis has failed. It was noted in report that lower part of the prosthesis had failed. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 3007963827.

Event description:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 3007963827.